Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation-lens was returned dry in a small vial, with clear and brown residue on the product. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -12.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault. The problem was resolved.